Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
It was reported that a beta bionics ilet user had a hyperglycemic episode reaching a peak of 258 mg/dl after treating a low of 61 mg/dl blood glucose. The user was out of range for less than 90 minutes and the episode was corrected by the device's corrective algorithm. There was no outside intervention required.